Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus.'), pelvic pain ('pain on my right pelvic area') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition cyst on my right ovary/cysts,') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and breast pain. Previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anxiety, depression, diabetes, hypertension, depressed mood, bloating and insomnia. Concomitant products included glimepiride (amaryl) since 2015 and meloxicam since 2014. In 2010, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion hospitalization), groin pain ("pain,right groin area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots"), the second episode of alopecia ("hair loss") and abdominal distension ("bloating"). The patient was hospitalized sometime in 2012. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, the last episode of alopecia, tooth disorder, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, ovarian cyst, groin pain and vaginal haemorrhage had resolved and the depression had not resolved. The reporter considered abdominal distension, depression, device expulsion, dysmenorrhoea, dyspareunia, groin pain, menorrhagia, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: *insertion details, specify- (4) coils trailing into cavity on right, xx (2)coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion ((B)(6) 2010) what did your healthcare; on (B)(6) 2010: impression: assumed successful occlusion of both uterine tubes.. Pathology test - on (B)(6) 2017: surgical pathology study: clinical history: chronic pelvic pain specimen: fallopian tube, bilateral tubes final diagnoses: fallopian tube, bilateral tubes benign fallopian tubes without specific pathologic change. Medical devices consistent with sterilization coils. Microscopic description: fallopian tube, bilateral tubes histologic sections reveals benign fallopian tube including fimbriated ends containing plicae linked by tubal- type epithelium including peg cells and ciliated cells. Gross description: fallopian tube, bilateral tubes the specimen is received in formalin and labelled and bilateral tubes and consists of two undesignated pink tan fallopian tube with attached cornua measuring .5 cm in length and 0.7 cm in diameter. Near the essure of each fallopian tube is a coiled metallic device wire consistent with an essure sterilization device. The essure coils are within the lumen of the fallopian tube. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new mr received- new event foreign body in uterus was added. New reporter, concomitant conditions and historical condition were added. F/u 6 and 7 processed together. Amendment: the report was also amended for the following reason: correction following company internal coding review. The event term blood or heart disorder/condition type: blood clots was combined with the previous reported event term abnormal period, heavy blood clots (updated to abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots) and the previous reported meddra llt bleeding menstrual heavy was maintained. The previous reported meddra llt thrombolysis was deleted. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033583) on (B)(6) 2014. The most recent information was received on 31-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my right pelvic area') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition cyst on my right ovary/cysts,') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concomitant products included glimepiride (amaryl) since 2015 and meloxicam since 2014. In 2010, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion hospitalization), groin pain ("pain,right groin area "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia ("abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots"), the second episode of alopecia ("hair loss") and abdominal distension ("bloating"). The patient was hospitalized sometime in 2012. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, groin pain and vaginal haemorrhage had resolved, the menorrhagia, the last episode of alopecia, tooth disorder, dysmenorrhoea and dyspareunia outcome was unknown and the depression had not resolved. The reporter considered abdominal distension, depression, dysmenorrhoea, dyspareunia, groin pain, menorrhagia, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion (sep2010) what did your healthcare. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Amendment: the report was amended for the following reason: correction following company internal coding review. The event term blood or heart disorder/condition type: blood clots was combined with the previous reported event term abnormal period, heavy blood clots (updated to abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots) and the previous reported meddra llt bleeding menstrual heavy was maintained. The previous reported meddra llt thrombolysis was deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: (B)(4) ) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus.'), pelvic pain ('pain on my right pelvic area') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition cyst on my right ovary/cysts,') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and breast pain. Previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anxiety, depression, diabetes, hypertension, depressed mood, bloating, insomnia and anger. Concomitant products included citalopram, fluoxetine hydrochloride (prozac), glimepiride (amaryl) since 2015, meloxicam since 2014 and metformin. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced the first episode of alopecia ("hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion hospitalization), menorrhagia ("abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots"), groin pain ("pain,right groin area"), the second episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("anxiety"). In 2015, the patient experienced tooth fracture ("breaking teeth, cracked teeth"). On 17-feb-2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"), anger ("anger issues"), headache ("headaches"), back pain ("lower back pain"), malaise ("sick") and nervousness ("nervous") and was found to have weight decreased ("I lost 15 lbs"). The patient was hospitalized sometime in 2012. The patient was treated with surgery (bilateral salpingectomy) and teeth removed. Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, tooth fracture, weight decreased, headache, back pain, malaise and nervousness outcome was unknown, the pelvic pain, ovarian cyst, menorrhagia, groin pain, the last episode of alopecia and vaginal haemorrhage had resolved and the depression, anxiety and anger had not resolved. The reporter considered abdominal distension, anger, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, groin pain, headache, malaise, menorrhagia, nervousness, ovarian cyst, pelvic pain, tooth fracture, vaginal haemorrhage, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: insertion details, specify- (4) coils trailing into cavity on right, xx (2)coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion ( (B)(6) 2010). What did your healthcare; on (B)(6) : impression: assumed successful occlusion of both uterine tubes.. Pathology test - on (B)(6) 2017: surgical pathology study: clinical history: chronic pelvic pain. Specimen: fallopian tube, bilateral tubes. Final diagnoses: fallopian tube, bilateral tubes. Benign fallopian tubes without specific pathologic change. Medical devices consistent with sterilization coils. Microscopic description: fallopian tube, bilateral tubes. Histologic sections reveals benign fallopian tube including fimbriated ends containing plicae linked by tubal- type epithelium including peg cells and ciliated cells. Gross description: fallopian tube, bilateral tubes the specimen is received in formalin and labelled and bilateral tubes and consists of two undesignated pink tan fallopian tube with attached cornua measuring .5 cm in length and 0.7 cm in diameter. Near the essure of each fallopian tube is a coiled metallic device wire consistent with an essure sterilization device. The essure coils are within the lumen of the fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: - weight loss, headaches, lower back pain, sick, nervous". Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033583) on 10-feb-2014. The most recent information was received on 15-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus.'), pelvic pain ('pain on my right pelvic area') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition cyst on my right ovary/cysts,') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and breast pain. Previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anxiety, depression, diabetes, hypertension, depressed mood, bloating, insomnia and anger. Concomitant products included citalopram, fluoxetine hydrochloride (prozac), glimepiride (amaryl) since 2015, meloxicam since 2014 and metformin. In 2010, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion hospitalization), menorrhagia ("abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots"), groin pain ("pain,right groin area"), the second episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("anxiety"). In 2015, the patient experienced tooth fracture ("breaking teeth, cracked teeth"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating") and anger ("anger issues"). The patient was hospitalized sometime in 2012. The patient was treated with surgery (bilateral salpingectomy) and teeth removed. Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia and tooth fracture outcome was unknown, the pelvic pain, ovarian cyst, menorrhagia, groin pain, the last episode of alopecia and vaginal haemorrhage had resolved and the depression, anxiety and anger had not resolved. The reporter considered abdominal distension, anger, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, groin pain, menorrhagia, ovarian cyst, pelvic pain, tooth fracture, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: *insertion details, specify- (4) coils trailing into cavity on right, xx (2)coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion ((B)(6) 2010) what did your healthcare; on (B)(6) 2010: impression: assumed successful occlusion of both uterine tubes. Pathology test - on (B)(6) 2017: surgical pathology study: clinical history: chronic pelvic pain. Specimen: fallopian tube, bilateral tubes. Final diagnoses: fallopian tube, bilateral tubes benign fallopian tubes without specific pathologic change. Medical devices consistent with sterilization coils. Microscopic description: fallopian tube, bilateral tubes histologic sections reveals benign fallopian tube including fimbriated ends containing plicae linked by tubal- type epithelium including peg cells and ciliated cells. Gross description: fallopian tube, bilateral tubes the specimen is received in formalin and labelled and bilateral tubes and consists of two undesignated pink tan fallopian tube with attached cornua measuring .5 cm in length and 0.7 cm in diameter. Near the essure of each fallopian tube is a coiled metallic device wire consistent with an essure sterilization device. The essure coils are within the lumen of the fallopian tube. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Outcome for previously reported events: abnormal bleeding (vaginal) and abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots was updated to recovered / resolved. Previously reported event dental problems was updated to breaking teeth/ cracked teeth. New events: anxiety and anger issues were added. Medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033583) on 10-feb-2014. The most recent information was received on 21-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus.'), pelvic pain ('pain on my right pelvic area') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition cyst on my right ovary/cysts,') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and breast pain. Previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anxiety, depression, diabetes, hypertension, depressed mood, bloating, insomnia and anger. Concomitant products included citalopram, fluoxetine hydrochloride (prozac), glimepiride (amaryl) since 2015, meloxicam since 2014 and metformin. In 2010, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion hospitalization), menorrhagia ("abnormal period, heavy blood clots/ blood or heart disorder/condition type: blood clots"), groin pain ("pain,right groin area"), the second episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("anxiety"). In 2015, the patient experienced tooth fracture ("breaking teeth, cracked teeth"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("bloating"), anger ("anger issues"), headache ("headaches"), back pain ("lower back pain"), malaise ("sick") and nervousness ("nervous") and was found to have weight decreased ("I lost 15 lbs"). The patient was hospitalized sometime in 2012. The patient was treated with surgery (bilateral salpingectomy) and teeth removed. Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, tooth fracture, weight decreased, headache, back pain, malaise and nervousness outcome was unknown, the pelvic pain, ovarian cyst, menorrhagia, groin pain, the last episode of alopecia and vaginal haemorrhage had resolved and the depression, anxiety and anger had not resolved. The reporter considered abdominal distension, anger, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, groin pain, headache, malaise, menorrhagia, nervousness, ovarian cyst, pelvic pain, tooth fracture, vaginal haemorrhage, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: *insertion details, specify- (4) coils trailing into cavity on right, xx (2)coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion ((B)(6) 2010) what did your healthcare; on (B)(6) 2010: impression: assumed successful occlusion of both uterine tubes.. Pathology test - on (B)(6) 2017: surgical pathology study: clinical history: chronic pelvic pain specimen: fallopian tube, bilateral tubes final diagnoses: fallopian tube, bilateral tubes benign fallopian tubes without specific pathologic change. Medical devices consistent with sterilization coils. Microscopic description: fallopian tube, bilateral tubes histologic sections reveals benign fallopian tube including fimbriated ends containing plicae linked by tubal- type epithelium including peg cells and ciliated cells. Gross description: fallopian tube, bilateral tubes the specimen is received in formalin and labelled and bilateral tubes and consists of two undesignated pink tan fallopian tube with attached cornua measuring .5 cm in length and 0.7 cm in diameter. Near the essure of each fallopian tube is a coiled metallic device wire consistent with an essure sterilization device. The essure coils are within the lumen of the fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: weight loss, headaches, lower back pain, sick, nervous". Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 21-may-2020: social media was received. Event added- weight loss, headaches, lower back pain, sick, nervous. Aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on my right pelvic area") and ovarian cyst ("cyst on my right ovary/cysts") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion hospitalization), menorrhagia ("abnormal period, heavy blood clots"), pain ("pain"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was hospitalized sometime in 2012 until sometime in 2012. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain had not resolved and the ovarian cyst, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, menorrhagia, ovarian cyst, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the events reported are not indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: summons received. Reporter information updated, lawyer added as reporter. Essure removal date updated. Events hair loss and bloating was added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.